Event description:
It was reported that the device reached elective replacement indicator (eri) after two years of service. The device was explanted and replaced. It was also reported that the left ventricular (lv) lead had high thresholds due to migration from the original position. No changes have been made and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device met 97% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.